Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified subclavian artery. A 8.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.